Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic pancreatic cancer resection procedure and devascularization procedure due to space occupation in the body and tail of the pancreas and regional portal hypertension, at the time of closing and detaching the pancreatic body and tail, the device only fired 15mm of the reload. The surgeon encountered great resistance on the second squeeze. A new handle and reload of the same model were used to resolve the issue. It was noted that the tissues that needed to be closed and detached were clamped for a longer period through forceps and other methods to better eliminate tissue fluid. There was no patient injury.

Manufacturer narrative:
Concomitant product: 030459, 030459 endo gia r/or 60 4.8mm (lot#t2f062x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic pancreatic cancer resection procedure, at the time of closing and detaching the pancreatic body and tail, the device only fired 15mm of the reload. The surgeon encountered great resistance on the second squeeze. A new handle and reload of the same model were used to resolve the issue. It was noted that the tissues that needed to be closed and detached were clamped for a longer period through forceps and other methods to better eliminate tissue fluid. There was no patient injury.